Event description:
Provider states unit will not work. Serial number issue as well. Dealer states this is the correct serial number.

Manufacturer narrative:
(B)(4). The brand name as a mechanical (manual) wheelchair with common device name as 890.3850, product code as ior. Manufacturer as invamex, model number as 9xt, serial number as (B)(4). Initial importer as (B)(6). Correct brand name is portable air compressor for medical purposes; correct common device name is 868.6250; correct manufacturer is emg technology co; correct model number is irc1740; serial number provided is (B)(4); correct initial reporter is (B)(6).